Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that during a case using neonate mode, the breathing bag collapsed and would not re-inflate. The case was completed using manual ventilation and there was no patient injury reported.

Manufacturer narrative:
It was reported that during a case using neonate mode, the breathing bag collapsed and would not re-inflate. The case was completed using manual ventilation and there was no patient injury reported. A dräger service technician was dispatched and was not able to reproduce the reported symptom. The technician tested the machine and reported that all tests passed. The technician reported that he was told by the or staff that the users do a leak/compliance check each morning, but do not always do the test before each case even if they have changed from an adult circuit to a pediatric circuit. The importance of doing the leak/compliance checks prior to each case was reportedly discussed with the staff. The machine has reportedly been returned to use with no further problems reported to date.